Event description:
A customer obtained an erroneously elevated troponin (accutni) result of 0.71ng/ml for one patient. Subsequent testing produced results in the normal reference range. The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was lithium heparin plasma, centrifuged at 4,000 rpm for 10 minutes. Qc was within the customer's established ranges prior to and after the event. A system check performed after the event met specifications. A field service engineer (fse) was dispatched: the fse performed multiple repetitions of wash buffer and one of those repetitions resulted "very high". The fse then performed a minor preventive maintenance (pm) and replaced several hardware components. The fse verified repair per established procedures and results met published specifications. Although hardware issues were addressed, no definitive root cause could be determined. A malfunction will be assumed for the purpose of this report.